Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: (B)(4).

Event description:
A physio-control service representative was performing a technical service update on a customer device and observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to a shorted filter, designated fl17 on the digital pcb assembly. The customer received a replacement device.

Event description:
A physio-control service representative was performing a technical service update on a customer device and observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.